Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. The episodes occurred on a single day. The patient will continue to be monitored. There were no patient consequences.